Event description:
Gastroenterologist and gi nurse used boston scientific resolution ultra clip 360, 17mm. Error with clip device. The deploy mechanism did not properly work. A second clip was used to clamp the tissue.